Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was unknown. The customer was assisted with clearing the alarm. The customer also reported that the insulin pump did not clear the alarm even after pressing the down button and the middle button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and motor assembly. Unable to verify pump error 35 alarm due to blank display noted.